Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). According to the complainant, during unpacking, it was noted 5mm from the tip of the stent was pressed. The procedure was completed with a difference device. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The visual inspection of the returned device revealed the stent was deformed at one end. The functional evaluation performed on this device was successful with no resistance felt at the rx window and no defects observed on the guide catheter. During the functional evaluation, when the guide pull wire was actuated, the guide pull wire moved freely within the rx window. A 0.035inch guide wire was also passed through the distal end of the push catheter with no resistance felt along the rx window. It is unknown if the stent end was flattened/deformed during shipping or preparation for the intended use. A detail DHR search revealed that 100% inspection of the stent was performed before the stent was packaged in a separate pouch and shipped with the delivery system. There is no indication from the event description that this device had any physical patient contact, therefore the most probable root cause for this complaint is handling damage.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). According to the complainant, during unpacking, it was noted 5mm from the tip of the stent was pressed. The procedure was completed with a difference device. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.